Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
The customer reported that the unit would not start. The customer also reports errors of 24 volt, occlusion and battery not connected error in the diagnostic log. The customer reported that it's unknown if the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
PMA/510k: 07oct2019. Date of report: 16dec2019. The product support trouble shoot the issue with the customer and found that the battery age is 9/04/09. Product support advised the customer with the following: batteries should be replaced every 2.5 years, +24v failure, post timer/24v failure, and battery not connected message could be battery related. Replace the back up, external batteries and to perform the 5000 code troubleshooting. The occlusion alarm could also be result of the battery failure causing the blower not run and that will caused the occlusion. Product support contacted customer several times and no response was received. The determination could not be made that the device failed to meet specifications. It's unknown that the device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.